Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), uterine perforation ("perforation (uterus) / migration of essure device location of device: uterus"), fallopian tube perforation ("perforation (fallopian tube (s))"), pelvic adhesions ("adhesions and scarring") and device breakage ("device breakage") in a 48-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included mitral valve prolapse. Concomitant products included amoxicillin trihydrate (amoxicilline) from 2005 to 2007 for mitral valve prolapse as well as medroxyprogesterone from may 2007 to june 2007 and norethisterone (norethindrone). In (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2006, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2007, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy and unilateral oophorectomy) and surgery (lysis of adhesions). Essure (ess205) was removed in (B)(6) 2007. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea and dyspareunia had resolved and the uterine perforation, fallopian tube perforation, pelvic adhesions, device breakage and abdominal pain outcome was unknown. The reporter considered abdominal pain, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, menorrhagia, pelvic adhesions, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2005: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 10-may-2018: reporter information, patient details, other relevant history, lab data, product information, concomitant drugs events- (perforation (uterus)/migration of essure device location of device: uterus, device breakage, abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), perforation (fallopian tube (s), adhesions and scarring were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), uterine perforation ("perforation (uterus) / migration of essure device location of device: uterus"), fallopian tube perforation ("perforation (fallopian tube (s))"), pelvic adhesions ("adhesions and scarring") and device breakage ("device breakage") in a 48-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included mitral valve prolapse. Concomitant products included amoxicillin trihydrate (amoxicilline) from 2005 to 2007 for mitral valve prolapse as well as medroxyprogesterone from (B)(6) 2007 to (B)(6) 2007 and norethisterone (norethindrone). In (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2006, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2007, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy and unilateral oophorectomy), surgery (lysis of adhesions) and surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy and unilateral oophorectomy). Essure (ess205) was removed in (B)(6) 2007. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea and dyspareunia had resolved and the uterine perforation, fallopian tube perforation, pelvic adhesions, device breakage and abdominal pain outcome was unknown. The reporter considered abdominal pain, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, menorrhagia, pelvic adhesions, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2005: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of product technical complaints. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed in (B)(6) 2007. At the time of the report, the pelvic pain, menorrhagia and abdominal pain outcome was unknown. The reporter considered abdominal pain, menorrhagia and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.